Manufacturer narrative:
This is a combination product: (B)(4). This follow-up report is being submitted to relay additional information. The reported event was investigated and it is confirmed that no zimmer biomet cement is involved in a revision. The complaint is sent to not a complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient received an initial left total knee arthroplasty. The patient was revised 5 years later for an unknown reason. Subsequently, the patient was revised again 3 years after the first revision. The patient was revised again as part of a two stage revision due to infection less than one year post operative.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign - event occurred in united states. Relevant accessories : biomet cc cruciate tray - ref : 141236 et lot : n/a; vngd ps open intl fem rt 75 - ref : 183114 et lot : n/a; series a pat std 37 3 peg - ref : 184768 et lot : n/a; vngd ps tib brg 10x79/83mm - ref : 183660 et lot : n/a. The device manufacturing quality record can't be performed as the batch number is not communicated. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Batch number not communicated.

Event description:
It was reported that the patient received an initial left total knee arthroplasty. The patient was revised 5 years later for an unknown reason. Subsequently, the patient was revised again 3 years after the first revision. The patient was revised again as part of a two stage revision due to infection less than one year post operative.